Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been hospitalized for high and low blood glucose levels. Additional details of the hospitalizations were not provided. The customer also reported that he had regained consciousness to find himself being treated by paramedics several times after low blood glucose level events.